Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating sensor was properly inserted. An "extension" investigation was conducted. Performed a visual inspection on the returned sensor, no issues observed. An attempt to scan the sensor and extract data with approved software was unsuccessful. De-cased the returned sensor and performed a visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the connector had been damaged. "Unable" to perform source measure unit (smu) test without the connector connected. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high reading and experienced a loss of consciousness. The customer was provided oral glucose by a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc device. Customer received an unspecified high reading and experienced a loss of consciousness. The customer was provided oral glucose by a healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.